Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a haptic adhered to the optic. As the surgeon attempted to release the haptic, the zonule of zinn was torn. The iol was removed during the same procedure. No additional info is anticipated.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not confirmed. Both haptics were bent-distal area. While we are unable to determine to origin of the damage, our observation reasonably suggests that it is not mfg related. There have been no similar complaints reported for this lot number. This report was mailed to the FDA on: 05/09/2007. No additional info is anticipated.